Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
While at the bench, the bench technician observed the device had intermittent issues with the optical switch.